Event description:
The hcp reported that the pt presented to the emergency room "in overdose". The hcp reported that "pt getting a continuous bolus of too much drug". No other info was provided at time of call. Unable to follow-up as no pt identifiers given.